Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section. Microscopic inspection found the balloon had a pinhole located approximately 12mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found in the balloon most likely occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during the procedure, could have caused the physical damage found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopy with dilation procedure performed on (B)(6) 2023. During the procedure, the physician reported that the balloon did not maintain the necessary pressure for the procedure during dilation, did not stay inflated, and that when the device was removed from the endoscope, it was possible to see a hole in the distal portion of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopy with dilation procedure performed on (B)(6) 2023. During the procedure, the physician reported that the balloon did not maintain the necessary pressure for the procedure during dilation, did not stay inflated, and that when the device was removed from the endoscope, it was possible to see a hole in the distal portion of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.